Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cystflo bag leaked urine at the cannula where the support hook is inserted. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.